Event description:
It was reported that the device was programmed in auto mode for an MRI examination. During the MRI the patient noticed reportedly several shock deliveries. The device was interrogated and showed to be in backup mode. Thus none of the shock deliveries were stored. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The device interrogation was properly feasible and revealed the battery status eri. A number of five charging cycles was recorded in the icds memory. The memory content of the ICD and the returned device data were inspected. The inspection showed that the device was programmed to auto-MRI on (B)(6) 2024. An MRI field was detected by the ICD on the same day at 10:19 am, and the MRI mode was activated, as expected. The data further documented that, on the same day at 10:41 am, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. While in the safety backup mode the ICD performed charging cycles, which partially resulted in shock deliveries. During a posterior manual capacitor reformation of the ICD in the clinic, the eri battery status was activated, as expected, due to reaching the maximum charging time. As a next step in the analysis, the ICD was subjected to an electrical inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the charging cycles performed during the MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module. In conclusion, despite extensive analysis of the device and device data, the root cause of the documented resets was not determinable. A temporary component malfunction during the MRI procedure cannot be excluded.

Event description:
It was reported that the device was programmed in auto mode for an MRI examination. During the MRI the patient noticed reportedly several shock deliveries. The device was interrogated and showed to be in backup mode. Thus none of the shock deliveries were stored. Should additional information be received, this file will be updated.